Manufacturer narrative:
Concomitant medical product: model: 694965, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after hearing an audible alert from their implantable cardioverter defibrillator (ICD). Interrogation revealed a lead integrity alert (lia) had triggered with increased sensing integrity counter (sic), oversensing noise, varying/high pacing impedance and rising/high thresholds. A lead fracture is suspected. Additionally, the right atrial (ra) lead displayed chronic high thresholds. Reprogramming was completed until the rv lead was capped and replaced at a later date. The ra lead remains in use. No patient complications have been reported as a result of this event.